Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker triggered a lead safety switch (lss) alert and over sensed noisy signals recorded on the ra lead channel. Ra impedance daily measurements show jumpy pacing impedances, reaching high, out of range values. The caller was concerned about battery performance but after a battery analysis it was determined that the depletion was normal and as expected. Various programming options were discussed as well as analysis to determine if the ra lead was actually fractured. A right ventricular channel amplitude alert was observed in the device report. The pacemaker and the ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker triggered a lead safety switch (lss) alert and over sensed noisy signals recorded on the ra lead channel. Ra impedance daily measurements show jumpy pacing impedances, reaching high, out of range values. The caller was concerned about battery performance but after a battery analysis it was determined that the depletion was normal and as expected. Various programming options were discussed as well as analysis to determine if the ra lead was actually fractured. A right ventricular channel amplitude alert was observed in the device report. The pacemaker and the ra lead remains in service. The system was tested for noise in bipolar but could not recreate anything. The lead was reprogrammed back to bipolar and have not seen any alerts since the change. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker triggered a lead safety switch (lss) alert and over sensed noisy signals recorded on the ra lead channel. Ra impedance daily measurements show jumpy pacing impedances, reaching high, out of range values. The caller was concerned about battery performance but after a battery analysis it was determined that the depletion was normal and as expected. Various programming options were discussed as well as analysis to determine if the ra lead was actually fractured. A right ventricular channel amplitude alert was observed in the device report. The pacemaker and the ra lead remains in service. The system was tested for noise in bipolar but could not recreate anything. The lead was reprogrammed back to bipolar and have not seen any alerts since the change. No adverse patient effects were reported.